Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for an unrelated prophylactic generator change. The rv lead was imaged prior to the procedure, and externalization conductors were observed. No electrical anomalies were observed. The physician elected to cap and replaced the lead on (B)(6) 2016. A new lead and device were successfully implanted. Patient is doing well.